Manufacturer narrative:
The reported event of break and noise were not confirmed. As received, a partial lead was returned in two pieces. Visual examination of the lead did not find any anomalies except for procedural damage. X-ray examination of the lead did not find any indication of conductor fractures. Electrical testing found an internal short between the inner coil and outer coil conductor paths on the distal portion of the lead consistent with procedural damage. After removing the outer insulation and the outer coil from the distal portion of the lead to examine the condition of the inner insulation, the inner insulation was found to be damaged consistent with procedural damage.

Event description:
New information received notes that the patient's right ventricular (rv) lead exhibited noise over-sensing resulting in pacing inhibition.

Event description:
It was reported that the patient presented in the hospital for lead revision. The patient's right ventricular (rv) lead exhibited noise and during the revision procedure, the rv lead was damaged. The rv lead was explanted and replaced with a leadless pacemaker. The patient was in stable condition.